Event description:
Patient was hospitalized due to elevated blood glucose levels, reaching 487 mg/dl. Symptoms leading to medical attention to the emergency room included vomiting and dry mouth. Pod was worn on the arm for a duration between 4 and 24 hours prior to the event. At the time of the reporting, the patient remained hospitalized. Treatment administered included 5 units of insulin and standard intravenous fluids. No formal diagnosis was provided during the reporting period. Parent reported that the pdm controller did not permit insulin delivery and no alarms or messages were observed on the app. Irritation was observed at the pod site. The patient reporting being unsure the cannula was properly inserted into the infusion site. Upon removal of the pod, the cannula was found bent. As treatment, a new pod was placed. Additional details including total length of hospital stay, were not available.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.